Manufacturer narrative:
A ge representative evaluated the system and replaced the video controller, image processor and gpos boards. System operates as intended. This MDR is related to ge healthcare (B) (4).

Event description:
The customer reported the images have an artifact, and the left image is cutoff after fluoro stops. No patient injury was reported.